Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was electively explanted ten days later. No adverse patient effects were reported.

Event description:
Boston scientific received information that the device was noted to be at end of life (eol) and a fault code displayed. It was noted that the patient was lost to follow-up. The clinician stated that the device will be replaced. The field representative was unsuccessful at retrieving retrieve additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, reviewed the memory log confirmed that the device reached end of life (eol) while implanted. Analysis confirmed that the device's battery prematurely depleted. It was noted that during initial testing the hybrid current was out of specification. However, during further testing the high current condition was not able to be recreated. It is unknown what caused the premature battery depletion.